Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot#: va0y57a, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Product ID: fp9000m, product type: accessory. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient(pt) mentioned when they went to have their device replaced, they noticed the wires got tangled up in their back and had to be pulled out. Pt states the doctor was able to completely remove the system and implant a new system. Documented reported event. No further action was taken by patient services. Pt services assisted pt with pairing new handset sent by sunmed with recharger. Pt reports recharging belt is too large. Sending smaller size. At the end of the call, pt was charging with excellent recharge quality. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va0y57a; implanted: on (B)(6) 2015; explanted: on (B)(6) 2021; product type: lead; product ID: fp9000m; product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient stated the report of the wire tangled was not determined and don't know if it happened or they just said what could happened. The old device was with the hospital. It had stopped working because it was older than 5 years. The replacement device is working great. The patient weight ranges between 98-100 pounds.